Event description:
It was reported the patient had his scs ipg replaced on (B)(6) 2023 because the ipg had reached end of life. It is unknown if this occurred prematurely. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.